Event description:
The customer contacted physio-control to report a non-critical issue with their device. During initial evaluation physio-control observed the device has damaged therapy connector. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
After replacing therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to the physical damage of the therapy connector.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and verified issue of the damaged therapy connector. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During initial evaluation physio-control observed the device has damaged therapy connector. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.